Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: (B)(6), ubd: 18-dec-2027, UDI#: (B)(4) the codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to patient calcification. Following the bav, it was observed that the patient went into an intermittent first degree atrio-ventricular (av) block. Subsequently, the valve was implanted successfully. The patient was kept overnight for observation via a heart monitor. Subsequently, the following day, a permanent pacemaker was implanted.